Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient underwent an l5-s1 tlif spinal fusion using rhbmp-2/acs. On (B)(6) 2007, the patient underwent an l5-s1 revision posterolateral spinal fusion using rhbmp-2/acs.

Event description:
It was reported that on: (B)(6) 2006: patient got admitted and was diagnosed pre-operatively with degenerative disk disease, herniated disk l5-s1. Patient underwent the following procedures: minimally invasive transforaminal interbody fusion, l5-s1. Percutaneous pedicle screw instrumentation at l5-s1. Cage instrumentation l5-s1. Local autograft bone. Per op-notes: "all bony prominences were carefully padded. The posterior lumbar spine was shaved, prepped, and draped in the usual sterile fashion... Ocal bone and cancellous laminectomy was morselized into small pieces and packed against the anterior annulus along with half of a small rhbmp-2 sponge, which had been prepared according to the manufacturer's instructions and reconstituted with the bmp. Other half of the rhbmp-2 sponge was packed into the cage implant." No intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.